Event description:
Patient's caregiver called into baxter technical services on (B)(6) 2012 regarding an unrelated alarm. The caregiver mentioned that the patient was in the hospital with peritonitis. Global pharmacovigilance performed follow up with the peritoneal dialysis (pd) nurse on (B)(6) 2012, the nurse reported that on an unknown date, the patient experienced the onset of the omentum wrapped around the catheter and loculation of fluid developed as a result. In (B)(6) 2012, the patient was hospitalized for peritonitis. The peritonitis is resolving. On (B)(6) 2012, the patient was hospitalized for "recurring peritonitis." In (B)(6) 2012, the patient was discharged from the hospital. The patient was treated with vancomycin IV and ceftazidime ip. The pd therapy is ongoing; the nurse did not believe that the events were related to dianeal therapy or any baxter device or disposable product. The nurse stated that the peritonitis and "recurrent peritonitis" were related to the loculation of fluid. The nurse declined to provide any further information at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, a follow up call was made to the peritoneal dialysis nurse from baxter global pharmacovigialance. It is unknown if the consumer report of "getting sick" was the same as the peritonitis or recurrent peritonitis. It was unknown if the consumer report of "leaving fluid" was the same as loculation of fluid, it was unknown if the events of omentum wrapped around the pd catheter and loculation of fluid were related to the consumer report of the homechoice "pulls so hard." The nurse declined to provide any further information. On (B)(4) 2012, product surveillance contacted the caregiver. The caregiver stated that the home patient (hp) had peritonitis back in (B)(6) and (B)(6) 2012 and felt that it was the fault of the cycler. The cg said that she feels that the cycler was not draining the hp properly and leaving fluid in him that could cause bacteria to grow. When the cg was asked what symptoms the hp had when he was first diagnosed with peritonitis, she said he had a high temperature, bloated, distended abdomen (the cg said the hp is slender and he looked liked he was pregnant), and ached all over.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on (B)(4) and (B)(4) with no issues noted during the manufacturing process. There were no deviations from standard procedure. The problem was not confirmed and the cause was not identified because no sample was returned to baxter. The following was obtained from global pharmacovigilance on (B)(4) 2012: further information was received from a consumer. On an unreported date in 2004, the patient began treatment with dianeal pd4 ambuflex nightly and dianeal pd4 ultrabag daily ip for pd. On an unreported date, the patient's new homechoice (hc) device was sucking hard and made him very sore on the inside/very painful. On an unreported date, the patient woke up screaming in pain as the hc device was sucking him too hard and was leaving fluid in. The patient became bloated due the draining issues. The patient went to the ER for the event of leaving fluid in, which the consumer reported was life-threatening. The patient was later hospitalized (dates not reported) for 5 or 6 days for a recurrent case of peritonitis. Patient was very sore on the inside/very painful and bloated.